Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that she wanted to check her insulin pump to make sure everything was working. Her blood glucose at time of call was 421 mg/dl however, it went up to 550 mg/dl. Troubleshooting found that the customer's drive support cap was normal and that there were large air bubbles in reservoir. Troubleshooting assisted customer in priming bubbles out of tubing line and indicated that the device was performing as designed.